Event description:
A philips employee became aware of a journal article (published online 15jul2019) ¿comparison of two types of rotational mechanical dilatator sheath: evolution and tightrail¿. The study retrospectively aimed to compare procedural/clinical outcomes and adverse events in patients underwent lead extraction utilizing two different rotating dilator sheaths (evolution vs tightrail). A total of 98 patients who underwent extraction procedure of 163 leads were enrolled in the study between december 1, 2009 and august 31, 2017. They were divided in two groups, patients that were treated with a cook medical evolution (n= 58/98 patients with 94/163 leads) and patients treated with a spectranetics tightrail rotating dilator sheath (n=40/98 patients with 69/163 leads). In the tightrail group, procedural complications included 1 pericardial effusion, not requiring pericardiocentesis and 2 pocket hematomas with no intervention provided in the article. Additionally, there was 1 death secondary to superior vena cava/right atrium junction tear requiring thoracotomy and surgical repair in the tightrail group (MDR # 3007284006-2026-00293). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 15jul2019 has been used, the date of publication. Cay, serkan,ozeke, ozcan,ozcan, firat,topaloglu, serkan,aras, dursun. 2019. Comparison of two types of rotational mechanical dilatator sheath: evolution and tightrail. Pacing and clinical electrophysiology, 42(9): 1226-1235. Doi:10.1111/pace.13755 this report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - 65 (between 56-75 years) 64 (between 45-72 years) 65 (between 52-74 years) a3) patient sex - in the tightrail group: 28/40 males, 12/40 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from turkey, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, hematoma is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.